Event description:
The facility reports that during an arthroscopic shoulder repair, the distal tip of a 70 degree suture leader broke off into the patient's joint space. They were able to flush the fragment out through the scope portal, and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.